Manufacturer narrative:
The technician cannot duplicate the failure all functions checked, the caregiver and patient controls on the left and right side rails of the bed and no controls are sticking and the head of bed functions as designed. No repair needed, the bed functioned as designed. Based on this information, no further action is required.

Event description:
The technician reported the customer stated the head of the bed goes up on its own. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).